Manufacturer narrative:
Patient information is not provided in the literature. It was unknown if the initial reporter sent report to the FDA. Lot number of lancet device is not available. Lot number is not provided in the literature. Treatment information for patients is not provided in the literature. Device will not be returned. Lancet device date of manufacture is not available. Journal article is attached. Will not be returned to manufacturer.

Event description:
A journal article noted a study performed in an assisted living facility (alf) where 19 patients were infected with hepatitis b virus (hbv). Of the 19 patients, five were chronically infected, while 14 were acutely infected. According to the study, the root cause of the infections was the use of a softclix lancet device on multiple patients who required assisted monitoring of blood glucose (ambg). The facility staff used the softclix lancet device contrary to the approved labeling by using the device on multiple patients. Facility staff stated that while they changed the lancet needle with each patient, they did not disinfect or change the end cap of the device after each use. Approved softclix lancet device labeling states, "the accu-chek softclix lancing device is intended for self-monitoring by a single person. It must not be used on more than one person owing to the risk of infection." The study does not state nor detail the treatment received by the 19 patients infected. No additional information was available, nor was the device available for return or replacement.